Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that metal ring of ¿ruler tube,¿ in 3x800mm guide wire with ruler tube (2351-3080s) detached from plastic ruler leaving metal ring inside tibial canal. There was a delay of 30 minutes in the procedure. Surgeon was forced to perform additional steps to procedure to rectify the event.

Event description:
It was reported that metal ring of ¿ruler tube,¿ in 3x800mm guide wire with ruler tube (2351-3080s) detached from plastic ruler leaving metal ring inside tibial canal. There was a delay of 30 minutes in the procedure. Surgeon was forced to perform additional steps to procedure to rectify the event. Opening a previously irrigated fasciotomy site to insert a reduction finger retrograde at the fracture site to push the ring through the proximal opening of the tibia.

Manufacturer narrative:
The reported event could be confirmed because the components were returned in separated condition. The device inspection revealed the following: from the guide wire with ruler tube imn instruments 03x800 mm only the lower transparent ruler tube was returned. The item had obviously been separated into 2 parts and was additionally bent in 2 edges, assumedly for transport purposes. The piece in front of the stryker-print was missing thus, the original lot could not be determined. The metal ring had been removed or had fallen off from distal end but was significantly damaged and deformed. The edges had become frayed and the initial round shape had become oval. The ring must have been mishandled after surgery because such damages would not have been accepted for surgery. Functional inspection: due to determined damages the item was no longer functional. Due to the damages, it could not be determined how the product¿s condition was prior to resp. During surgery. Dimensional inspection: internal diameter of the tube and external diameter of the ring could not be determined due to above damages. Incoming inspection documents shows all dimensions were within specs when distributed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented a patient had been treated using above ruler tube. It was reported that during usage, metal ring of ¿ruler tube,¿ in 3x800mm guide wire with ruler tube (2351-3080s) detached from plastic ruler leaving metal ring inside tibial canal. Delay in procedure was reported with 30 min. Surgeon forced to perform additional steps to procedure to rectify the event. The ring was removed during the surgery. The ruler tube is often over-inserted to judge nail length accommodating countersinking. It was presumed by the field staff the ring became loose on removal. Investigation revealed the returned product being within specifications and functional when distributed. Considering the rings deformation and damage it must have been miss-handled in excessive way. With available information a real root cause could not be determined. With available information a product deficiency was not verified.